Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The charger's event log was evaluated. There were multiple thermistor error messages at the end of the event log, specifically "red err flash: thermistor reading out range". The analog to digital (a2d) counts recorded by the charger on the thermistor line must fall within a specified range. If values are outside the range, thermistor accuracy cannot be confirmed and an error condition is displayed. Evaluation of the clinical power handle returned under this product event identified that the battery cells had vented, and battery electrolyte had been expelled from the battery cells. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. This battery electrolyte most likely contaminated the charging bay; this contamination prevented the charger pogo pins from functioning as intended. The electrolyte is conductive, and would therefore create false readings on the thermistor line, leading to the red error lights identified in the software event log. This would prevent the powered handle from charging.

Event description:
According to the reporter, prior to a colon surgery, when the handle was connected to the charger, the battery charger illuminated red. The battery charger was checked and it was noted that there was jelly-like liquid at the bottom where was the contact point with the handle. There was burned-out traces were found on the handle contact point and ac connection part of the battery charger. It was also noted that the handle had been blackout. No patient involvement.